Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced dehiscence. The device was removed. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced dehiscence. The device was removed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A risk review was completed and confirmed that the event of erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.